Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was seeing the dr. For a post op appointment. The dr. Believed the patient may have had an infection at the lead incision site. The patient was prescribed oral antibiotics. A follow up appointment was scheduled to determine if the infection was resolved.

Event description:
Follow up information received which reported the entire scs system was explanted due to an infection. Date of the procedure was undetermined at this time.